Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. Vendor certificates were not available for review as the lot/batch for this product was not reported. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that the user attempted io access with a blue ez io needle and was unable to get the upper portion (needle) to unscrew from lower portion (hub). The io appeared to be placed correctly and there were no issues during placement. The user stated that the two pieces seemed stuck together and the needle would not unthread from the hub. Multiple attempts were made by two users with no success. Ed staff briefly attempted to gain access using the io but were also unable to remove the needle from the hub. Ultimately, io access was obtained by ed staff using a separate needle at another site.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user attempted io access with a blue ez io needle and was unable to get the upper portion (needle) to unscrew from lower portion (hub). The io appeared to be placed correctly and there were no issues during placement. The user stated that the two pieces seemed stuck together and the needle would not unthread from the hub. Multiple attempts were made by two users with no success. Ed staff briefly attempted to gain access using the io but were also unable to remove the needle from the hub. Ultimately, io access was obtained by ed staff using a separate needle at another site.